Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device is undergoing laboratory analysis. This report will be updated when analysis is complete. This ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted scratches on both sides of the header but no additional anomalies. Telemetry could not be established with the device. An x-ray of the device found the internal plasma fuse was damaged, indicating the fuse had detected high levels of electrical energy. The header of the device was removed and high-powered visual inspection identified evidence of arcing damage between the device case and the antenna. Bodily fluid between the case and the antenna indicates there may have been a breach in the medical adhesive in that region; however, as the header had been removed during analysis, the type of breach (e.g.., a void or a crack) could not be confirmed. Analysis concluded that an unintended arcing event occurred between the device case and antenna of this ICD, causing internal damage and the resultant inability to telemeter the device or elicit tones with magnet application.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received a shock. The patient was feeling symptoms of ventricular tachycardia (vt) at the time, then felt better after the shock. However, about three minutes later the device delivered another shock. The patient presented to the clinic for a device check. The device was not able to be interrogated, and when a magnet was applied to the device no beep tones were emitted. The patient was admitted to the hospital for a device replacement. The device was explanted and replaced about three weeks later. No additional adverse patient effects were reported. The explanted device was returned and is undergoing laboratory analysis.

Manufacturer narrative:
(B)(4). The device is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received a shock. The patient was feeling symptoms of ventricular tachycardia (vt) at the time, then felt better after the shock. However, about three minutes later the device delivered another shock. The patient presented to the clinic for a device check. The device was not able to be interrogated, and when a magnet was applied to the device no beep tones were emitted. The patient was admitted to the hospital for a device replacement. The device was explanted and replaced about three weeks later. No additional adverse patient effects were reported. The explanted device was returned and is undergoing laboratory analysis.